Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 21x1-1/2 rb tw detached from the needle after injection. The following information was provided by the initial reporter: a syringe has detached from the needle after injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-11. H.6. Investigation summary forty-three 3ml integra syringes in fully sealed blister packs from batch 8317519 (p/n 305274) were received and evaluated. All the syringes were visually inspected with no defects observed. On each of the syringes the plunger rod was depressed, and the retraction mechanism was activated. On each of the samples the mechanism appeared to function as expected with the cannula becoming concealed inside the plunger rod. Please note that integra syringes are equipped with a needle retraction mechanism. Based on the samples provided, it appeared the retraction mechanism functioned as expected and the cannulas were concealed inside the plunger rod. The integra IFU has been attached to provide instructions for use and a description of device's designed function. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 21x1-1/2 rb tw detached from the needle after injection. The following information was provided by the initial reporter: a syringe has detached from the needle after injection.